Event description:
Reporter indicated that vns pt suffered a grand mal seizure and went into status. It was reported that the pt was recently implanted with vns device but the device had not been programmed "on". Neurologist stated that the pt is currently doing "fairly well", and that he believes that the vns implant is not related to the event.